Event description:
The patient's one touch ultra meter did not power on. The patient was feeling sweaty and felt faint. The meter would not power on and the visiting nurse contacted paramedics due to the patients symptoms. Emts arrived and tested the patient; results were not provided and the patient was given orange juice. The patient was using the correct vial of test strips and the meter powered on with a customer care agent (cca) while presing the power button. Cca had the reporter insert the test strip all the way into the meter and the meter powered on. No further clinical information was provided. Cca sent the patient a replacement meter and testing supplies.